Manufacturer narrative:
(B)(4). D10 - associated medical devices: g7 pps ltd acet shell 52e; item# 010000663; lot# 7659826. G2 - foreign: china. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the surgeon was unable to properly secure the ceramic liner into the acetabular cup. A larger cup and a different ceramic liner were used to complete the surgery. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified that surface marks are seen on the backside of the device. Visual examination found no damage on the inner surface. The outer diameter is conforming to print specification. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.